Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): free flow - again this hosp experience free flow alarm during infusion. They were able to stop and start the infusion again and the treatment of the pt went ok.

Manufacturer narrative:
(B)(4). The device is under investigation at our bbm service laboratory in (B)(4). A f/u report will be provided after the inspection results become available. (B)(4).